Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, towards the end of a laparoscopic cholecystectomy, when the surgeon was about to remove the gall bladder in the specimen pouch from the abdomen, there was a bad burst, the bag tore and the specimen fell into the abdominal cavity. The surgeon then removed the trocar, retrieved and removed the specimen through the port site without causing any damage. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Distal end of specimen pouch was stretched, deformed and torn before the weld. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the observed condition may occur if the specimen pouch contacts a sharp object and subsequently rips under tension. If information is provided in the future, a supplemental report will be issued.